Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the chair will pull to the right going up a ramp. The dealer stated the chair is spreading up on its own.